Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the power supply and/or the breath delivery printed circuit board (pcb). Covidien was not authorized to repair the device.

Event description:
It was reported that, an 840 ventilator generated a graphic user interface (gui) error message. The ventilator was not in use on a patient at the time the event occurred.